Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to the patient's splitter causing skin erosion in the mid back. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.